Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, after the stent was pushed halfway into the hub of the microcatheter, further advancement became impossible. The physician then withdrew the stent, and it partially deployed inside the hub of the microcatheter while the rest remained within the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient.